Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825 (serial/lot: unknown). H3, h6) the system was serviced in the field. In summary, no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the electromagnetic (em) instruments weren't tracking during a shunt placement procedure. When the manufacturer representative (rep) arrived at the site approximately 20-minutes later, the site had abandoned navigation and decided to freehand the surgery. There was troubleshooting present. It was noticed that the break-out-box (bob) was not seated fully. Once the bob was re-sat, the issue resolved. The probable cause noted was a loose bob. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.